Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately three years ago. Subsequently, the patient underwent a revision surgery due to the patient's shoulder dislocating. The cause of the patient's shoulder dislocating was determined to be an imbalance of the entire shoulder joint anatomy.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: medical products: item#: 115730, compr nano hmrl pps 30mm; lot#: 430410. Item#:118001, versa-dial/comp ti std taper; lot#: 831520. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A CT scan was provided and reviewed by a health care professional. Review of the available records identified the following: 1 undated image reviewed and not submitted to third party review. The image does not capture the alleged event and would not be able to assess bone quality as the image is a single slice of the CT, submission of the image would not enhance the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01874. B2: a revision surgery is planned for the patient. D10: medical products: item#: unknown, unknown modular hybrid glenoid base; lot#: unknown. Item#: 180556, comp lk scr 3.5hex 4.75x45 st; lot#: 922110. G2: foreign: japan. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial shoulder arthroplasty three (3) years ago. Subsequently, the patient has had the implants repeatedly dislocate. A revision surgery is planned for approximately two (2) months from now.